Manufacturer narrative:
Study: (B)(4). (B)(4) - medical intervention required. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review identified that this device was not used per the directions for use (dfu) / product label. However, the device was used as per the boston scientific wallflex biliary fc benign stricture study protocol to assess the safety and performance of temporary placement of the wallflex biliary rx fully covered stents as a treatment of biliary obstruction resulting from benign bile duct strictures. Pain is listed in the dfu for this product as a potential complication associated with the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted within the distal common bile duct of a patient, on (B)(6) 2010, as part of the (B)(4). According to the complainant, the patient was previously diagnosed with chronic pancreatitis (unknown diagnosis date). On (B)(6) 2010 liver function tests were recorded, and on (B)(6) 2010 no baseline biliary obstructive symptoms were assessed. A pre-study stent placement cholangiogram revealed a distal biliary stricture. A sphincterotomy was not performed prior to this procedure and the stricture had been previously dilated with one plastic stent. A sphincterotomy was performed during the study stent placement procedure, and the previously placed plastic stent was removed prior to study stent placement. The 10 mm x 40 mm stent was deployed in satisfactory position across the stricture. During the study stent placement procedure, the patient experienced right upper quadrant pain. The patient was treated with medication and discharged. On (B)(6) 2010 the event was considered resolved without residual effects. The relationship between the event and the study stent placement was reported to be "highly probable", per the investigator. The investigator's reported device causality assessment was reported to be "related".